Event description:
The customer reported inconsistent results on quality control samples when using the coulter act diff analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the quality control results for white blood cells (wbc), red blood cells (rbc), hemoglobin and platelets were recovering low. The customer stated that she would perform a shutdown cycle as instructed by the customer technical support (cts). When contacted on (B)(4) 2014, she stated that the issue was not resolved by performing that procedure and the beckman coulter was notified of the recurrence on (B)(4) 2014. The field service engineer found debris in tubing at lv14. The debris was removed, resolving the control issues. (B)(4). This MDR is related to MDR 1061932-2014-02595 submitted for the event that occurred on (B)(6) 2014.